Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as the other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5076089. The event description was: "pt states she "ordered hubble lenses, and they are 'horrible'". Corneal edema from illegally filled rx (our office was never contacted by hubble contacts nor gave consent for hubble contact lenses). Pt educated on the condition. Rx'ed steroid with taper. Pt educated no cls x 7 days and only to re-start cls in 8 days if feels resolved in the first 2-3 days of taking the meds. Pt educated that "this is a make you feel better only drop", if for any reason not feeling better or feeling worse, rtc or call asap. Patient educated on the risks of long term use of steroidal eye drops including cataracts and glaucoma, and to not use them other than how they are rx'ed."